Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt of the leadless implantable pulse generator (ipg), the patient experienced pericardial effusion. No capture and low sensing were observed on the first deployment. High thresholds noted during the second deployment. The ipg and delivery system were removed and the implant procedure was abandoned. Pericardiocentesis was performed which stabilized the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: mc1vr01-delsys. (B)(4). Product event summary: the full delivery system was returned and analyzed. The analysis indicated that the articulation of the delivery system was out of plane. The delivery system outer shaft was bent. Blood was observed on the outer shaft of the delivery system. Blood was observed on the flush port valve of the delivery system. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. Visual analysis of the delivery system indicated damage during use. The analyst noted the full delivery system was returned with the device intact in the device cup. The outer shaft is kink/buckled at 15.5 cm from the distal end of the delivery system. The outer shaft is bent at 5.5 cm from the distal end of the delivery system. There is blood on the outer shaft located at the distal end of the stability member. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra, mc1vr01-delsys/expiration date: 28-dec-2019/serial#: (B)(4), UDI #: (B)(4), device available for evaluation? Yes, return date: 11-mar-2019. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun/dev rtn to MFR? Yes. Device manufacture date? Mfg date: 06-jul-2018. Labeled for singel use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt of the leadless implantable pulse generator (ipg), the patient experienced pericardial effusion. The ipg and delivery system were removed and the implant procedure was abandoned. Pericardiocentesis was performed which stabilized the patient. No further patient complications have been reported as a result of this event.